Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported, surgeon placed a the k-wire, drilled first cortex but drill did not work. Took a new drill and drilling was done successfully with this new device. After drilling, depth of the hole was measured and the length of the screw verified. Screw was placed in the hole. Surgeon started removing k-wire and the screw came out as well. Surgeon repeated the whole procedure in a new position and k-wire was removed successfully and fixation completed. There was about 10 minutes delay during the operation.

Manufacturer narrative:
The reported incident that 3.0mm asnis micro, k-wire 1.2x100mm was alleged of issue s-34 (cutting performance issue) could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure that components got stuck together was caused by a handling issue. The image shows that the screw has been inserted in a wrong angulation and got stuck with the k-wire. Due the deformation of the k-wire it is unlikely that the screw was inserted into the bone as reported. However, great force would be required in order to pull out an inserted screw. Poor fixation of a screw during surgery can occur due to bad bone quality or usage of an incorrect drill/screw diameter. The device inspection revealed the following: the returned cannulated screw and the k-wire were received stuck together. The k-wire is bent. The returned drill bit has been inspected and tested. The cutting performance is as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Sales rep reported, surgeon placed a the k-wire, drilled first cortex but drill did not work. Took a new drill and drilling was done successfully with this new device. After drilling, depth of the hole was measured and the length of the screw verified. Screw was placed in the hole. Surgeon started removing k-wire and the screw came out as well. Surgeon repeated the whole procedure in a new position and k-wire was removed successfully and fixation completed. There was about 10 minutes delay during the operation.